Event description:
The patient was treated for a thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. The pt was implanted with two devices. During a routine two week follow-up exam, it was discovered that the proximal end of the distal device appeared invaginated. However, there was and continues to be adequate blood flow through the device, the patient is doing well. The physician has chosen to wait and watch the patient.

Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.